Event description:
Trocar wound drain placed during r total knee replacement. Tka took place in 2009. Drain removed next am per protocol. No resistance or unusual occurence when drain removed. At the post-op visit at approx 6 weeks, in the surgeon's office, healing of wound was not as advanced as expected. X-ray revealed a portion of the drain remaining in the knee. Surgery for removal of drain was done about seven days later. No unusual edges noted on drain removed in the next day post-procedure. Remnant of drain removed shows jagged edges that goes through one of the pre cut holes within the drain. A 2.5 to 3 inches of drain removed.